Manufacturer narrative:
The customer reported that the central nurse's station (cns) powered down at 9:45 pm (B)(6) 2016 and again on (B)(6) 2016 at 9:40 pm. The customer noted that it is a new install and the issue is believed to be the ups. The ups was off during both instances of the cns shutting down. Their cas monitored the cns overnight and determined that the issue was with the ups. Customer was advised to unplug the cns from the ups, plug the cns directing into the wall and nihon kohden will be sending an exchange ups. Issue resolved.

Event description:
The customer reported that the central nurse's station (cns) powered down at 9:45 pm (B)(6) 2016 and again on (B)(6) 2016 at 9:40 pm.